Event description:
On 9/3/2025 the caregiver reported that the user experienced hyperglycemia with blood glucose (bg) levels of 380 mg/dl. The bg was corrected at home by changing the insulin cartridge and supplies. No hospitalization, medical intervention, or long-term health effects were reported.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.